Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the nurse call button was observed during testing. The customer has requested no repairs done to the unit. The unit will be returned unrepaired.